Manufacturer narrative:
As there was no product complaint or issue reported by the customer, no product will be returned and no investigation will be performed. This is a final report.

Event description:
A customer called adc customer service to receiving training on how to change the date in their fs freedom lite meter and during the call, the customer reported an injury. The medical survey was not completed at the time of the call and several unsuccessful attempts have been made to contact the customer to clarify the injury. There was no report of death or permanent impairment associated with this report.